Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) for unspecified reasons. All components of the existing aus were explanted and replaced with a new aus. There were no patient complications reported.

Manufacturer narrative:
D4 model number, d4 lot number, d4 catalog number, d4 expiration date, d4 unique identifier (UDI) were updated. Block b5 description: has been updated. Block d6a implant date: has been updated. Based on additional information received, this event is no longer considered reportable as there was no reported allegation of an adverse event or device deficiency of a boston scientific product.

Event description:
It was initially reported that a surgical procedure was performed to remove and replace an artificial urinary sphincter (aus) for unspecified reasons; there were no patient complications. Later, information was received confirming the explanted complaint device was not a boston scientific product.